Event description:
As reported by the user facility: epidural catheter being placed for pain control during labor. Pt arched back during contraction and catheter sheared. Approx 3 inch segment retained in the psoas muscle. Dates of use: one day in 07. Diagnosis or reason for use: administration of pain medication. Additional info provided by the facility indicated that the pt suffered no additional adverse sequela associated with the incident. The fragmented piece of the catheter remains in the pt. The actual date of the incident is 2007. The sample will be sent for eval.

Manufacturer narrative:
The actual device has not yet been made available for the MFR to evaluate. Without the actual sample, a thorough eval could not be performed. Incidents of this nature can generally be attributed to one of two causes. First, the catheter may have become lodged between two rigid body structures and stretched beyond its intended design capabilities. Secondly, the catheter may have been withdrawn or partially withdrawn through the needle shearing the catheter tip. However, no specific conclusions can be drawn. If the actual device is received, or any pertinent info becomes available a follow-up report will be filed. All available info has been forwarded to the MFR b. Bruan for further eval.